Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-65117.

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The infusion set cannula had been bent and there was bleeding at the site. The customer was hospitalized for five days. The blood glucose reading was 305 mg/dl. The customer reported that the second set also had blood at the site and that the third set produced a no delivery alarm. The insulin pump was removed at the hospital and the customer was on a back up plan of manual injections. The customer declined troubleshooting for high blood glucose.